Event description:
It was reported that a pump was dropped and has been beeping ever since. The pump was stopped, the settings were checked. The pump was turned on, no disposable alarm came up. Pump turned off, line clamped, cassette removed, tubing rubbed and tapped on hard surface x 2. Replaced cassette, pump on, still has no disposable alarm. Repeated x3. Depressed green clamp on the last time as tubing rubbed. Powered pump back on again. Pump displays run. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. H6: event problem and evaluation codes: updated, corrected data: correction: d4: model number 6500.